Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No bolus anomaly or basal anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. No unexpected no delivery alarm noted during testing. Device was monitored for 4 days. No charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons functions properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, broken battery tube threads, and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were delayed response. The customer¿s blood glucose level was unknown. Customer had hyperglycemia. Customer stated that reservoir was chipped while inserted and nothing secure reservoir in, slower to rewind and did not alert while insulin was not delivering. Customer stated that battery life was diminished and deep scratches in center of screen. Customer also stated that cannula was kinked and not delivering insulin and no delivery alerts. The insulin pump will not be returned for analysis.